Manufacturer narrative:
The reported events of inability to interrogate and backup mode were confirmed. The reported event of therapy delivered to incorrect body area was not confirmed due to lack of data and information. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device was reported to be in back-up vvi (bvvi). The patient experienced diaphragmatic stimulation due to the bvvi. The device was not able to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.